Manufacturer narrative:
The device was returned to the endochoice service facility for evaluation and repair. The center image loss failure was reproduced at the service center, from which two windows of the distal tip were found to be cracked.

Event description:
The facility reported that there was center image loss. There was no report of injury or other negative health consequence to any patient, as it was not reported whether this failure occurred during a case.